Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic surgery the pin of the device broke off during insertion of the device into the tibial bone. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully by application of a different fibertape mounting. It was not necessary to do a second surgery.